Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The cartridge and handpiece information was not provided. It is unknown if a qualified products were used. A viscoelastic was indicated, which is not qualified for use with any qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. The cartridge and handpiece information was not provided. It is unknown if a qualified products were used. A viscoelastic was indicated, which is not qualified for use with any qualified lens/cartridge combinations. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported stating inserted lens into eye and realized that the lens was shredded. Took lens out and replace with a new one. There was patient contact. The procedure completed on the same day. Additional information has been requested.